Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information has been supplied. Patient (B)(6) female. The discrepant result for patient (B)(6) was not reported outside the laboratory. Patient (B)(6) was not adversely affected by this event. The (B)(6) patient's sample was tested on the srl method on (B)(6) 201. Date received by manufacturer, should have been (B)(4) 2014.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided.

Event description:
The customer alleged they received questionable igg antibodies to rubella virus (rubg) results on their e601 analyzer. The customer provided results for thirteen patients in a comparison study for rubg. Information on whether this data was used for diagnostic purposes was requested but not provided. The results from the e601 analyzer were compared to an srl enzymatic immunoassay test method from the euroimun manufacturer. Information on whether the results from the srl method were positive or negative for rubg was requested but not provided. The customer provided an "r- range/unite" of 8 to 11 iu/ml; clarification on what this refers to was requested but not provided. All of the results from the e601 analyzer were positive for rubg. The first patient's rubg result from the e601 analyzer was 289.1 iu/ml. The rubg result from the srl method was 273.1 iu/ml. On (B)(6) 2014, the second patient's rubg result from the e601 analyzer was 449.9 iu/ml. The rubg result from the srl method was 57.6 iu/ml. On (B)(6) 2014, the third patient's rubg result from the e601 analyzer was 76.8 iu/ml. The rubg result from the srl method was 64.9 iu/ml. On (B)(6) 2014, the fourth patient's rubg result from the e601 analyzer was 24.7 iu/ml. The rubg result from the srl method was 20.16 iu/ml. On (B)(6) 2014, the fifth patient's rubg result from the e601 analyzer was 273.5 iu/ml. The rubg result from the srl method was 61.24 iu/ml. On (B)(6) 2014, the sixth patient's rubg result from the e601 analyzer was 401.3 iu/ml. The rubg result from the srl method was 46.2 iu/ml. On (B)(6) 2014, the seventh patient's rubg result from the e601 analyzer was 401.3 iu/ml. The rubg result from the srl method was 46.23 iu/ml. On (B)(6) 2014, the eighth patient's rubg result from the e601 analyzer was 141.5 iu/ml. The rubg result from the srl method was 46.1 iu/ml. On (B)(6) 2014, the ninth patient's rubg result from the e601 analyzer was 94.4 iu/ml. The rubg result from the srl method was 48.8 iu/ml. On (B)(6) 2014, the tenth patient's rubg result from the e601 analyzer was 278.2 iu/ml. The rubg result from the srl method was 159.1 iu/ml. On (B)(6) 2014, the eleventh patient's rubg result from the e601 analyzer was 119.5 iu/ml. The rubg result from the srl method was 17 iu/ml. On (B)(6) 2014, the twelfth patient's rubg result from the e601 analyzer was 500 iu/ml. The rubg result from the srl method was 53 iu/ml. On (B)(6) 2014, the thirteenth patient's rubg result from the e601 analyzer was 32.1 iu/ml. The rubg result from the srl method was 1 iu/ml. Information on whether any of the results were reported outside the laboratory was requested but not provided. Information on whether there were any adverse events was requested but not provided. The rubg reagent lot number was 174658 and the expiration date was (B)(6) 2014.